Event description:
It was reported that cartridge was not fully snapped into pump, and customer noted difficulty with cartridge fit. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer to inspect pump housing and pneumatic area for damage or debris, confirm cartridge o-ring condition, clean pump area, and carefully align cartridge, and customer was ultimately able to successfully load cartridge and was instructed to complete load process after call; no further actions were noted.